Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. Unable to perform functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, or unexpected restart tests or all operating current tests due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display screen went blank after changing the battery. The customer's blood glucose reading was 110 mg/dl at the time of incident. Troubleshooting found that the pump may have been exposed to moisture as the pump was next to a wet towel. Troubleshooting found that the display did not return before and after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.